Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical service engineer (tse) instructed the caller to remove the endoscope, verify its physical angle, and press the universal surgical manipulator (usm) clutch button. The caller followed these steps and confirmed the issue was resolved, allowing the procedure to continue as planned. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The tse instructed the caller to remove the endoscope, verify its physical angle, and press the usm clutch button. The caller performed these steps to resolve the issue. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a fault occurred and a 30-degree endoscope image flipped horizontally. The procedure was being completed as planned, with no reports of patient injury.